Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 600 mg/dl. The patient had changed her battery and may attribute that to the cause of her high blood glucose. She also changed her infusion set on multiple occasions but her blood glucose remained high. The patient experienced nausea, vomiting, abdominal pain, and difficulty breathing. The customer did not feel well enough to troubleshooting at this time. No further assistance was required, and no products were returned or replaced.